Manufacturer narrative:
The instructions for properly inspecting and cleaning the door gutter of the reliance 1327 cart washer are outlined in the maintenance manual. Steris offers maintenance manuals and service agreements to customers for routine preventive maintenance and servicing on all capital equipment. The customer elected to not enroll under a steris service agreement or purchase a maintenance manual for this device.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found that the door gutter drain had become clogged with dirt and debris over time, resulting in water to leak from the unit. The vision 1327 cart washer's operator manual section (4-4), "cleaning door gutter" describes the process for properly cleaning the door gutter. Steris service instructions recommend the door gutter to be inspected and cleaned at least four times per year. To resolve the issue, the technician cleared the door gutter drain, tested the unit and found it to be operating according to specifications. The unit was returned to service. The technician counseled the user facility on the proper maintenance of the unit, specifically, assuring the door gutter drain is regularly inspected and cleaned. No additional issues have been reported.

Event description:
The user facility reported water leaking from their vision 1327 cart washer. No report of injury.